Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. The batch number provided is an invalid batch number for this product.

Event description:
It was reported that during an unknown procedure, the jaw became not to open after the I-blade was moved forward completely. No error code was displayed. The jaw was opened by returning the handle to the home position by hand. There was no damage to the target tissue. . Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.